Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 3 months post implantation the lens was explanted due to z-syndrome. This event pertains to the patient's right eye. Additional information has been requested but no new information has been received.